Event description:
It has been reported that a revision surgery was performed on a macrotextured total knee. The reason for the revision was not provided, nor was any other information other than a revision occurred.